Event description:
The stool sample was detected for norovirus and rotavirus on biofire gi panel, but only norovirus is confirmed on xpert norovirus pcr, and rotavirus was not detected on verigene enteric panel. A 29 y/o female with abdominal pain, vomited and bowel mvt>10 times past 6 hrs. Pt is traveling to (B)(6) on business. She was last at her grandmother's snf(skilled nursing facility) about 3 days ago and knows that that facility is dealing with an outbreak of stomach f/u.